Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31331034l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a thermocool sf nav catheter and the patient experienced a pericardial effusion that required pericardiocentesis. Pvc procedure with origin in anterior right ventricular outflow tract (rvot). After ablation, the pvc¿s were silent for 7 minutes and then started again. During maneuvering the catheter in the rvot, a pericardial effusion occurred. Due to this, pericardial drainage was needed. 500 ml of blood was drawn out the pericardial space. No steam pop or impedance rise was seen or heard during ablation. Ablation settings: 25w, ablation time: 06:25, total ablations: 23. Temperature: max 33 degrees. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received 08-nov-2024. The physician's opinion on the cause of the adverse event is the procedure. The physician thinks it happened during catheter manipulation, not due to ablation. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The perforation was reported to be located in the right ventricular outflow tract (rvot). Patient fully recovered. Therefore, updated the "h6. Health effect - clinical code from cardiac tamponade (e0605) to cardiac perforation (e0604). In addition, provided the patient¿s date of birth, patient's sex and event date. Therefore, updated the following fields: -a2. Date of birth. -a3a. Sex. -b3. Date of event. Also, provided additional concomitant products. Therefore, updated the ¿d10. Concomitant medical products and therapy dates¿ section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).